Event description:
A customer reported that erroneous elevated eosinophils (eo%) results (in comparison to corresponding manual differential results) were generated from a coulter lh 750 hematology analyzers for an undisclosed number of patients. Patient printouts were not provided by the customer so the date of occurrence, number of patients involved, patient results and a determination as to whether the erroneous eo% results were accompanied by instrument generated flags is currently unknown. The erroneous eosinophils (eo%) results were not reported out of the laboratory and hence there was no death or serious injury or modification to patient treatment associated or attributed to this event. The instrument is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Quality controls run during the timeframe of the incident were within the expected range. The samples were collected in 3 milliliter edta (ethylenediamine tetra-acetic acid) tubes and were tested within 30 minutes to an hour of being collected. No specific patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. A field service engineer (fse) cleaned the laser and adjusted the flowcell. He also adjusted conductivity to minimize noise. The instrument was returned to operation after completion of the necessary repairs. The cause of the discrepant results is most likely that the laser required cleaning and the flowcell needing adjustment. Upon recur; the failure mode identified has the potential to cause discrepant results.